Event description:
A customer reported an issue with their pump's touchscreen, which was unresponsive and required multiple attempts to unlock, occasionally getting stuck during the process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with a pump reset, enabling the customer to unlock the pump successfully. Although the issue persisted intermittently, the customer was satisfied with the temporary resolution and agreed to monitor the situation and reach out if needed.